Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had the pump for 10 days and noticed that he was not getting any insulin from the pump. Customer stated that the pump did not alarm or give him any errors. Customer stated that it was his other pump that had a motor error alarm. Customer ended up in the hospital on (B)(6) 2015 due to high blood glucose. Customer does not have the reservoir or infusion set with him. Customer stated that there was a 911 call for his high blood glucose. Customer's blood glucose was 592 mg/dl at the time of the incident. Customer mentioned that the hospital will not let him leave until he has a working pump. Customer also had a no delivery alarm in the alarm history but the set was changed. Customer was reminded to change his site set. Customer agreed to a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.